Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had high impedance. Also, the screw of the lead ID not work normally and the physician was not able to fix it. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.